Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer advised their meter did not communicate with the insulin pump. Customer advised their blood glucose level was high as a result of the type of food they ate. Customer declined to troubleshoot the insulin pump and their high blood glucose levels.